Event description:
It was reported the extension setscrew stuck to the screwdriver and it could not be removed during replacement surgery. The screw fitting was loose. The setscrews "fell out of the connector block".

Manufacturer narrative:
The neurostimulator, wrench and screw was returned for analysis. Device analysis revealed damaged setscrews. Cosmetic cuts were noted in the #4 setscrew grommet and the #2 setscrew grommet was partially torn and was partly pulled out. The #2 and #3 setscrews were pulled out of the device. Further inspection revealed damage in the setscrew socket of the #2, #3 and #6 setscrew. The #6 setscrew had some damage in the setscrew socket making it more difficult to insert a hex wrench. He returned the wrench was slightly bent. No damage was found on the tip of the hex wrench. The programmable features and output of the devices was tested. The testing did not reveal any anomaly.